Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an implanted intraocular lens (iol) needs the lens to be rotated or removed. The lens is malpositoned. Additional information was requested.